Event description:
The reporter stated, the surgeon inserted a silicone three piece lens and noticed a piece of the lens was torn off. The lens was removed with no patient injury, no enlarged incision or sutures. Another lens was implanted.